Event description:
It was further reported that the thrombosis and myocardial infarction occurred approximately 4 years post stent implantation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction and thrombosis occurred. A taxus express2 drug eluting stent of unknown size was implanted in the right coronary artery. An unknown time later, a myocardial infarction and thrombosis occurred. It was reported that the symptoms are continuing. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B) (6). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)